Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited alerts for right atrial threshold (raat) measurements greater than the programmed amplitude. There were no such alerts for right ventricular automatic threshold (rvat) measurements. Boston scientific technical services(ts) indicated the raat alerts are due to the fact that there has been a four-day gap in getting successful test results but there is no such gap in rvat results. This ra lead is not a boston scientific product. Ts explained that the trend feature creates alerts if there were no successful test results four times in a row. Ts also discussed that variable rvat test results and why this can sometimes happen. The products remain in service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).